Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with non-sustained right ventricular over-sensing episodes caused by post paced t wave oversensing on their implantable cardioverter-defibrillator. Intervention was discussed but no changes were reported. There were no patient consequences.